Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the texium bonded syringe was leaking from the adapter at the neck of the syringe during compounding . The chemo technician was drawing up oxaliplatin 100mg/20ml vials that had to be wasted when it began leaking. There was no patient involvement as the event occurred in pharmacy. There was no employee harm noted.